Manufacturer narrative:
Additional information received on july 27th, 2020 indicated that the right side capsular contracture baker grade is iii-IV. The right implant appears to be significantly smaller than the left because of the sever capsular contracture. Hypertrophic scar reaction of the inferior aspect of the right breast diagnosed as well as acquired deformity/asymmetry of the breasts. This report is for the left side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on october 9 2020: during visual evaluation no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 27, 2020 additional information received indicated that patient underwent bilateral replacements as follow left replaced with cat#: 3503751bc, sn#: (B)(6) and right replaced with cat#: 3504751bc, sn#: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with mentor memory gel, 320cc silicone breast implants which the patient experiencing bilateral capsular contracture baker grade iii, and rupture on the right side. Postoperative. The issue was confirmed by the physician. As a result, patient scheduled for removal on (B)(6) 2020. This report is for the left implant.

Manufacturer narrative:
On september 2 2020. Additional information received indicated that the right side baker grade was IV and left side grade was iii. Painful right breast. Bilateral acquired deformity. This report belong to left prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).